Manufacturer narrative:
Zimvie complaint number (B)(4). Since the lot number and device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which indicated that the device may have caused or contributed to the event, an additional report would be submitted. H3 other text : product not returned.

Event description:
Doctor reported screw fracture at tooth site 36. On 24 mar 2017 implant bost3210 with lot number 2016120867 was implanted (see x-ray attached). On 22 mar 2021 check up (see x-ray attached). On 20 mar 2023 implant crown was loose, abutment screw fractured (see x-ray attached). On 03 apr 2023 fractured screw was removed and a new one was placed.